Event description:
As reported, during the morning in 2005, two taxus stents were placed in the right system. In the evening, a flextome cutting balloon device was inserted into the ostium of the om. Three inflations to 2 atms were performed. During the third inflation, the physician saw contrast (and perforation) distal to the distal marker band. The flextome cutting balloon device was removed, and a maverick was used to treat the perforation. The pt was stablized and taken to ICU, tamponade, and then surgery. Four hours later, the pt was taken to surgery where the right system was found to be closed; it was opened with unk maneuvers. The left was found to be bleeding, a covered stent and gel closed off the om stopping the bleeding. The pt was doing well three days later, and was scheduled to be discharged after four days. The pt expired in the evening, the day before scheduled discharge.